Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the scratches on screen of insulin pump and that making difficult to read. Customer stated that insulin was shot while priming also insulin pump rejected new batteries. Customer also stated that they had to replace the batteries at least three times per week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.